Manufacturer narrative:
Suspect lens was discarded.

Event description:
On 22mar2022, a patient in the (B)(6) reported while wearing an unknown acuvue brand contact lens (cl), after a few hours ¿I got major ulcers¿ and ¿I was in huge pain¿ and can¿t open my eye. I take pain pills and have to have ¿a surgery.¿ the pt also provided a partial medical record and 2 pictures of a red eye. Medical report dated (B)(6) 2022, page 1 of 2, (page 2 was not provided). Date of visit to ophthalmology: (B)(6) 2022. Diagnosis: bacterial corneal ulcer medication prescribed at visit: moxifloxacin 0.5% eye drops, 1 drop left eye (os) every hour for 48 hours, day and night, then six times a day for 2 weeks. No additional information was provided. On (B)(6) 2022, the pt provided additional information. The pt reported the event occurred either last week or the week before. The os was painful, felt like it was bleeding and the pt couldn¿t open the eye. The pt was diagnosed with an ¿antibacterial ulcer¿ and was prescribed moxifloxacin 0.5% hourly for 14 days. The pt reported there is an appointment booked for eye surgery. The suspect lens and all the boxes were discarded. The pt reported a ¿friend bought the lenses online¿ for the pt. No additional information was provided. On (B)(6) 2022, a physician from johnson & johnson vision care spoke with the pt. On (B)(6) 2022, the pt opened a new cl, cleaned the lens with revitalens, and inserted the lens. A few hours later the os became very painful, very red, the pt was unable to see and was accompanied to the hospital. The pt could barely read any letters on a chart and was hardly able to open the eye before anesthetics were applied. The pt was diagnosed with a bacterial ulcer ¿which may need operating on.¿ the pt continues to use the moxifloxacin drops and is regularly taking oral pain pills. The pt has no follow-up appointment booked. The lot number of the suspect product was requested, if available. No additional information was provided. On (B)(6) 2022, the pt provided pictures of the contact lens solution used, revitalens, and the pt¿s contact lens case. No lot number for the suspect cl was provided. No additional information was provided. It is unknown what acuvue brand cl was worn at the time of the event. The suspect os lot number is unknown. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.